Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic lung biopsy, while the surgeon was inserting a stapler, the cannula broke into pieces. The device components did not fall into the patient cavity. The broken pieces were removed and the product was replaced to complete the case. There was no patient injury.